Event description:
It was reported that a patient implanted with an impella cp experienced a loss of placement signal lost. The issue resolved without intervention. No patient harm was reported.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Optical sensor issue: clinical details indicate placement signal was lost, with no position monitoring. The root cause of the optical sensor issue was not determined due to unreturned logs, product, and insufficient clinical details. Device history review: the device passed all post sterile inspection checks.